Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose of 529 mg/dl. At one point his blood glucose exceeded 600 mg/dl. The customer was treated via manual insulin injection and his blood glucose decreased to 383 mg/dl. The customer was vomiting as a result of the high blood glucose. The customer's high blood glucose persisted even after an infusion set change. Troubleshooting did not occur as the insulin pump was not in the customer's possession at the time of call. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.